Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003 off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Device evaluation the ziv6-125-8-8.0 device of c1890328 lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This file is related to pr(B)(4) / MDR ref#3001845648-2023-0029 and pr (B)(4) / MDR ref#3001845648-2023-00526 which capture the original failure reported and the off label use of the original device. Manufacturing records review prior to distribution all ziv devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and label it should be noted that the instructions for use (ifu0041) states the following: ¿the product is intended for use in the iliac arteries for the following treatments: arteriosclerotic stenosis, total occlusions that have been recanalized¿. There is evidence to suggest the user did not follow the IFU or label. Image review an image was not returned for evaluation. Root cause analysis definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The instructions for use states that the device is intended for use in the iliac arteries however from the information provided the device was used in the hepatic portal vein. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Summary of investigation according to the initial reporter, during a procedure to place 01 ziv6-125-10-8.0 stent in the hepatic portal vein, the stent deployed automatically outside the body, the procedure was completed with a ziv6-125-8-8.0 device. This file captures the off label use of the replacement device. No adverse effects were reported as a result of this occurrence. Investigation findings conclude a definitive root cause of off label use in the hepatic portal vein. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-jul-2023.

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003 investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
After unpacking and rinsing, the stent was prepared to be advanced through the wire guide . Prior to the stent entered the patient and the red safety valve was not removed, the stent was released outside the patient. The procedure was completed by using another new device, no adverse effect reported. This (B)(4) is capture the off label use of the replacement device in the hepatic portal vein. Patient outcome : no adverse events reported.